Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information was received that the right ventricular (rv) lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the revision procedure has not been scheduled. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, a ventricular fibrillation (vf) event was identified as noise. No inappropriate therapy was delivered, but there was three seconds of asystole. As a result, a lead revision will be scheduled. No adverse patient effects were reported.